Manufacturer narrative:
Correction: h6 medical device problem code should include 1574 - inappropriate/inadequate shock/stimulation h6 health effect - clinical code should have been 2330 - discomfort h1 should be serious injury.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited backup vvi mode. It was also noted that the device delivered inappropriate defibrillation therapy due to a sinus tachycardia suspected to have been caused by a unrelated medication overdose. Programming changes were made. The patient was stable. New information received notes that the implantable cardioverter defibrillator exhibited backup vvi mode due to an event queue overflow.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited backup vvi mode. It was also noted that the device delivered defibrillation therapy due to tachycardia. It is unknown if this was due to the backup vvi or the patient's medication. Programming changes were made. The patient was stable.

Event description:
New information received notes that the implantable cardioverter defibrillator exhibited backup vvi mode due to an event queue overflow.